Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant med products: unknown knee tibial tray component; unknown knee femur component; sigma pli xlk ins 3 12.5 mm tibial insert component; unknown knee patella component; unknown bone cement.

Event description:
It was reported that the patients knee became infected and a wash out was performed. All cemented components were well fixed and no indication of losing was observed. The doctor washed the joint out and swamped the sigma fb insert out with a thicker insert. Doi: unknown dor: (B)(6) 2018; right side.

Manufacturer narrative:
This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change.

Manufacturer narrative:
Investigation summary: no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.